Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that his blood glucose measure 352 mg/dl at 7:45 pm, less than a day after activating the device. He noticed that the pink slide was not all the way in the window, removed the pod and saw that the needle had not fired.